Event description:
A customer reported a high reading issue with the adc device. The customer reported a high result of 300 mg/dl from the reader's built-in meter, and self-treated with insulin (dose/type unknown). The customer subsequently became hypoglycemic with seizure and loss of consciousness and paramedics were called. The customer was treated with 2 glucagon injections and taken to hospital. A healthcare meter of 30 mg/dl was obtained and customer put on IV serum and steroids, for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section is per the customer report of may. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a high result of 300 mg/dl from the reader's built-in meter, and self-treated with insulin (dose/type unknown). The customer subsequently became hypoglycemic with seizure and loss of consciousness and paramedics were called. The customer was treated with 2 glucagon injections and taken to hospital. A healthcare meter of 30 mg/dl was obtained and customer put on IV serum and steroids, for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.